Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient felt lightheaded, had almost fallen and had occasional presyncopal episodes occurring about one to two times per month. Review of episodes were performed and noted the episodes corresponded with managed ventricular pacing (mvp) when the implantable pulse generator (ipg) mode changed to dual chamber pacing. The device was reprogrammed to permanent dual chamber pacing and remains in use. No further patient complications have been reported as a result of this event.